Event description:
The customer reported that the system displays "charger failed" and will not fluoro. No injuries were reported.

Manufacturer narrative:
The ge service rep found several pcb's blown along with extremely weak batteries. He replaced the batteries, filament driver and snubber boards. He completed a generator calibration. The system works as intended.